Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent breast augmentation revision with unknown mentor saline prostheses and experienced bilateral deflation post procedure. The deflations were diagnosed through mammography. As a result, an explant is planned for (B)(6) 2019. See 1645337-2019-08721 for contralateral prosthesis report.